Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was verified in the lab. The som pca was found to be defective. .

Event description:
The customer reported that the defibrillator cannot boot up. There was no reported patient involvement.